Event description:
Medtronic received information that the imaging system was plugged in overnight prior to the issue occurring. Following replacement of the fuses, the issue has not recurred at the site. No additional information was provided.

Manufacturer narrative:
Additional information: correction: the reported troubleshooting was performed by a biomedical engineer at the site. A system checkout was not conducted by medtronic personnel. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The fuses were found to be blown. The fuses was replaced and the issue was resolved. The system passed a system checkout and was returned to an operational condition. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of a procedure. It was reported that the mobile view station (mvs) is unable to power on. The o-arm is only showing one bar for charging status.